Event description:
Seven (7) days post radical retropublic prostatectomy the catheter broke during removal in 2005. The remaining segment was approximately eight (8) inches in length. The remaining catheter segment was removed without any complications (s). The pt did not require additional treatment and is currently doing well.